Manufacturer narrative:
(B)(4). The customer did not retain the lot number. The date of manufacture cannot be determined.

Event description:
The physician and the advanced practitioner, were looking to shorten this tube. In the past they would pull off the plastic connector on the end of the tube. When they went to pull it out, the plastic broke at the flat point, and the flat point broke off and remained inside of the tube. As a result this was not placed into a patient.

Manufacturer narrative:
(B)(4). The failure mode (broken connector) was confirmed in the received sample. This was concluded that the failure mode is not related to our manufacturing process since that condition was not reproduced in manufacturing process. A broken connector of the magnitude as the received sample shall be detected immediately in the manufacturing process since this defect is extremely obvious.